Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer stated insulin gauge had started to decrease after insulin had been delivered. Recommendation was made by cts for the customer to monitor insulin gauge. Customer acknowledged and was satisfied with the information. The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with over 300 units of insulin. During troubleshooting with tandem's customer technical support (cts), it was determined the customer filled the cartridge with about 320-330 units of insulin. Additionally, the customer manually removes air after the cartridge has been loaded onto the pump. During the call, the customer reloaded the cartridge and received a fill estimate of 160 units of insulin. Cts confirmed follow-up would be made to determine if insulin gauge was decreasing after insulin had been delivered. There was no reported impact to the customer's blood glucose level.